Event description:
It was reported that during a lobectomy procedure, after the 2nd firing, the cartridge dropped of into the patient's body and was retrieved. The procedure was completed by hand-suturing. There was no patient consequence.